Event description:
It was reported "rn inserted powerglide needle into vessel, advanced guidewire successfully with no resistance. Once rn began to advance catheter, she heard a "snap", she immediately removed the entire device from patient. She measured catheter wire, and determined that a piece of the wire, approx. 1 inch long, broke off inside the patient."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged powerglide guidewire was confirmed. The product returned for evaluation was one 20ga x 10cm powerglide pro midline catheter assembly. Usage residues were observed throughout the sample. The catheter had been advanced and the safety mechanism was engaged. Curved shape memory was observed along the length of the catheter shaft. A split was observed approximately 4cm proximal of the catheter tip. Microscopic inspection of the split in the catheter revealed a v-shaped split. The split surface was partially dully granular and partially glossy. The guidewire advancer was fully withdrawn. No guidewire was visible protruding from the needle tip. The catheter advancement wings were received loose. A segment of elongated coil wire was inlaid through the catheter shaft. Following removal of the guidewire fragment, the distal weld tip was observed to be missing. The distal guidewire fragment was not returned for evaluation. Microscopic inspection of the breaks in the coil region of the guidewire revealed granular fracture surfaces. Microscopic inspection of the needle tip revealed mechanical damage along the proximal edge of the bevel. The catheter damage was consistent with perforation by the introducer needle, which can be caused by catheter withdrawal onto the needle following catheter insertion and by needle insertion following removal. The needle bevel damage was consistent with guidewire withdrawal against the needle bevel. The elongation and coil wire fracture features were consistent with tensile (pulling) damage, suggesting that damage may have been initiated by guidewire withdrawal against the needle bevel and subsequently propagated by pulling on the device, possibly during removal. A lot history review (lhr) of reep4115 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reep4115 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "rn inserted powerglide needle into vessel, advanced guidewire successfully with no resistance. Once rn began to advance catheter, she heard a "snap", she immediately removed the entire device from patient. She measured catheter wire, and determined that a piece of the wire, approx. 1 inch long, broke off inside the patient."